Manufacturer narrative:
On 06/03/2019, intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and physician and obtained the following additional information: the instrument was in use for approximately 1 hour during a myomectomy or hysterectomy da vinci-assisted surgical procedure before it stopped working and was removed. The instrument was inspected prior to use and it was confirmed that the instrument did not make contact with any other instrument or other hard material during the surgical procedure. Prior to the event, the instrument had been removed during the procedure. The roco confirmed that an x-ray was performed and that the missing piece was retrieved during the same procedure without any trauma. It is not known what may have caused the instrument to break. The customer indicated that the harmonic ace curved shears insert was disposed of and therefore would not be returned for evaluation. Based on the current information provided, this complaint will remain reportable as it was alleged that the instrument broke inside the patient. The fragment was retrieved during the same procedure and there was no serious injury. However, unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace curved shears insert for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace curved shears insert broke inside the patient. The missing fragment was reportedly retrieved; however, it is not known if an additional surgical procedure was required to retrieve it. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the harmonic ace curved shears instrument stopped working. After the instrument was removed, the or staff noticed that the lower jaw of the instrument's insert was missing. It is not known if the procedure was still in process or had been completed when the missing piece was discovered. The patient was taken to imaging and the missing fragment was confirmed to be in the patient. The missing fragment was retrieved successfully; however, at this time, it is unknown if the missing fragment was retrieved during the same procedure or if an additional surgical procedure was required to retrieve it.